Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device was connected to a patient, in ddd mode at 50ppm. The patient's own rhythm was coming through, so the system was inhibited. At some point, doo emergency was programmed inadvertently. After two minutes or so, an r on t phenomemon occurred, triggering a ventricular tachycardia. Normal rhythm was eventually restored, and no further patient complications were reported as a result of this event.